Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a tonsillectomy there were sparks at the tip of the device when the ablate function is activated. There was a backup device available. No significant delay or patient injury was reported.

Manufacturer narrative:
H10: h3, h6: the device used in treatment, was returned as an MDR for evaluation. There was no relationship found between the device and the reported incident. Review of complaint history of the reported lot number 2025982 for the past 3 years found no other similar complaints. A review of manufacturing records for the reported lot number 2025982 found no non-conformances or anomalies during manufacturing process related to the reported event. The visual inspection under magnification of the wand shows moderate electrode with contamination/discoloration and scratch/scuff marks on the return electrode and spacer. The top electrode is protruded. During functional evaluation, the returned wand was activated in saline solution using a known good controller. The device produced reduced plasma on all electrodes as intended. The suction- and saline lines were tested and performed fluently as intended. The device met all specification upon release into distribution. The complaint was not verified and the root cause could not be determined with certainty. Potential factors which contribute to the reported event are: includes (1)rate of ablation (2)power settings (3)prolonged use against dense or bony surfaces (4) suction rate and (5)fluid management. There are no indications to suggest the device did not meet product specifications upon release into distribution. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The device used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There are several factors that could contribute to the reported complaint such as maintaining the recommended suction and/or ensuring saline delivery is only intended to facilitate the formation of plasma. When the recommended suction pressure is not used, this will give the user the perception that the device is ¿sparking¿. This occurs when the wand is burning off the residual fluid on the distal tip. The instruction for use instruction for use contains other warnings and precautionary statements to adhere during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.